Event description:
A caller reported a tandem mobi cartridge alarm occurring during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to remove the cartridge from the pump and deliver a bolus, which completed successfully, but was unable to reload the original cartridge due to a recurrent cartridge alarm. Technical support assisted in loading a new cartridge, but the issue persisted. Consequently, they arranged to replace the pump and original cartridge. The customer was also advised on using mdi as a backup therapy and shipping instructions for the faulty pump.